Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary artery. A 2.50 x 28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated.   Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that from the mid-section to the distal section of the stent was damaged, bunched and stretched in a distal direction over the distal markerband. The undamaged proximal section of the crimped stent outer diameter) was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred during the withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary artery. A 2.50 x 28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.